Manufacturer narrative:
Additional information: device was scrapped by the manufacturer.

Event description:
It was reported that the monopolar return electrode cable was being used in a case when it caused the multigen radiofrequency generator to lose function which resulted in a 30 minute delay. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the monopolar return electrode cable was being used in a case when it caused the multigen radiofrequency generator to lose function which resulted in a 30 minute delay. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.